Event description:
Complainant alleged that while attempted to pace a pt (age & gender unk) during a code, the device powered up with no display. Complainant indicated that the pt subsequently expired.